Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint could not confirmed. Based on the results of the investigation, it is likely the application of excessive force during use of the device resulted to the event. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use of a therapeutic transurethral resection of the prostate procedure that was completed using a similar device without any delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had a broken light post. The issue occurred during preparation for use. There were no reports of patient harm.